Manufacturer narrative:
The customer did not return the suspected product for evaluation. A device history record was reviewed for the contour next one meter (serial # (B)(4)) and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Customer's weight was not provided.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour next one meter. During the call, two blood tests were run and they were properly stored in the meter memory. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.